Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) as a result of the rv lead dislodging during implant. The rv lead was repositioned successfully. No adverse patient effects were reported.